Event description:
Angioedema of face [angioedema]. Itchy trunk rash [rash pruritic]. Tenderness in areas of filler [injection site pain]. Rha4 in cheek apex [off label use]. Case narrative: united states report received from a nurse on 17-jan-2026 and refers to a caucasian female patient in her 70¿s, who had received rha 4 (resilient hyaluronic acid, lidocaine) on (B)(6) 2026 for an unknown indication. The patient¿s current medical history included allergy to crab and shellfish which caused itching. The concomitant medication included 0.2ml of rha redensity (resilient hyaluronic acid, lidocaine) applied at a frame deformity and 0.2ml was applied at tear trough via cannula injection technique with gauge size was 25g, 1.5in ca and 0.2ml of rha 3 (resilient hyaluronic acid, lidocaine) applied at a lateral cheek and 0.2ml was applied at chin shadow via needle injection technique, both on (B)(6) 2026. A volume of 0.5ml of rha 4 (resilient hyaluronic acid, lidocaine) was applied at a cheek apex via unknown injection technique. It was not reported if the cannula was used for the administration. Lot# and expiration date was not provided. On (B)(6) 2026, the patient developed itchy trunk rash and angioedema of the face. She presented to ed (emergency department) where she was monitored, administered medication and discharged home stable. On (B)(6) 2026 (reported as following day), the patient developed site tenderness in areas of filler. The treatment for the events included prednisone and cetirizine daily. It was unknown if the patient underwent any laboratory or diagnostic tests. On an unknown date, angioedema of face had improved. At the time of report, the outcome of the event face angioedema was considered as resolving and the outcome of the events itchy rash and injection site tenderness was considered as not resolved. The intensity of the events face angioedema, itchy rash and injection site tenderness was not provided. It was unknown if the product rha 4 was available for return. Health effect: clinical code e1702, angioedema. Health effect: clinical code e1714, rash. Health effect: clinical code e2111, injection site reaction. Health effect: device code: a2304, off-label use. The pictures of the patient after the treatment and 6 days after the filler were provided. Case is linked with case mcn# (B)(4) (same patient). No additional information was available at the time of this report. Company comment: a female patient in her 70¿s was treated with rha4 to the chin apex via unknown injection technique. It is to be noted that the procedure was performed at an off-label site. Two days after the procedure, the patient developed angioedema of the face and an itchy rash on the trunk. The patient presented to the emergency room with these symptoms, was monitored and treated, and was subsequently discharged. The patient then experienced injection site pain the following day. It is noted that the patient has a crab and shellfish allergy, with itching as the reported manifestation. Considering the close temporal association between rha4 administration and the onset of the events, the company assessed that a causal relationship between the reported events and rha4cannot be excluded and therefore considered the events to be possibly related. The company will continue monitoring the benefit-risk profile for the product.